Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon delivery to the account, the shipping container of a farawave catheter was found to be damaged and wet, and the individual catheter boxes were also damaged and wet. Although the condition of the inner sterile packaging could not be confirmed at the time of inspection, there is a concern that it may have been compromised due to the extent of external damage. No procedure or patient was involved in the issue. The device is expected to be returned for further evaluation and analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The device was returned in the packaging, where it is evident that the box is damaged and the seals on the box are compromised and damaged. The seal on the box was open and the device pouch was removed from the box to inspect the condition of the catheter and there are no visible damages. The costumer attached a picture where is possible to observe that the box is damaged and the seals on the box are compromised and damaged.

Event description:
It was reported that upon delivery to the account, the shipping container of a farawave catheter was found to be damaged and wet, and the individual catheter boxes were also damaged and wet. Although the condition of the inner sterile packaging could not be confirmed at the time of inspection, there is a concern that it may have been compromised due to the extent of external damage. No procedure or patient was involved in the issue. The device is expected to be returned for further evaluation and analysis.